Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device catalog #: customer provided the batch number 0028919 which can be for either material number 320478 or 320178. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that an unspecified bd ultrafine¿ pen needle was not working correctly. There was no report of patient impact. The following information was provided by the initial reporter: report of needles for insulin of 4 ml ultrafine, the needle to insert in the cartridge does not contain it and the pen is stuck.